Event description:
It was reported that during a resection pulmonary bulba, the device was used to close th incisions and verified by a drain leakage test. The next day the drain showed leakage. The pt underwent a third operation and was successful. The pt's hosp stay was extended.